Manufacturer narrative:
On september 10, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. During the visual analysis of the breast implant, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed two (2) tears (a and b) on the anterior view, measuring approximately 0.7 cm and 0.1 cm respectively. Microscopic examination was performed on the edges of the ruptures (a and b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 775cc mentor memorygel boost breast implant prosthesis. Post-operatively, the patient underwent a bilateral breast implant removal surgery without replacements for an undisclosed reason on (B)(6) 2023. During the procedure, a ruptured left breast implant was discovered. There were no reported procedural delays or patient consequences due to the rupture. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.